Manufacturer narrative:
The product has not been identified, including specific manufacturer, model, or serial number. The initial reporter stated "a bed" whereas risk services said that "a gurney" was involved. Risk services stated that the product was not implicated in the event.

Event description:
It was reported that the nurse was a part of a squad transferring a patient in the ER, when, reportedly, "the bed rolled into her achilles tendon". Reportedly, the model of bed (or stretcher) has not been identified.